Manufacturer narrative:
On (B)(6) 2010, the patient reported to the home health nurse that he would be going to the hospital. On several occasions the home health agency attempted to call the patient without success. The home health agency called the hosp and confirmed that the patient had not come in for dressing removal. On (B)(6) 2010, the patient was discharged from the home health agency for non-compliance. Kci is reporting this event because it was unk if the patient was able to remove all of the vac foam dressing which had adhered due to significant pt non-compliance. Device labeling, available in print and online, states vac foam dressings are not bioabsorbable. Vac therapy dressing should be changed every 48 to 72 hours. Foam left in the wound for greater than recommended time period may foster ingrowth of tissue into the foam, create difficult to remove foam from wound, or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15-30 minutes, then gently removing the dressing from the wound.

Event description:
The following info was reported to kci by the home health agency: on (B)(6) 2010, vac therapy was initiated with one large granufoam dressing. A non adherent layer was not used. The wound was infected with mrsa prior to vac placement. On (B)(6) 2010, the home health nurse arrived at the pt's home for a vac dressing change, but the patient refused and requested pain medication. The doctor ordered lidocaine. On (B)(6) 2010, the home health nurse returned to the patient's home, but the patient once again refused the vac dressing change. On (B)(6) 2010, the home health nurse attempted to call the patient and left messages on his phone, but there was no response. On (B)(6) 2010, approx nine days after the last reported dressing change, the pt agreed to have the nurse come and change the vac dressing. When the nurse arrived, the patient had disconnected the vac unit but the dressing still remained in the wound (contrary to MFR's labeling). The pt and the nurse were unable to remove all of the dressing from the wound, and the nurse instructed the patient to have the dressing removed in an institutional setting.